Event description:
The customer reported a non-reproducible false negative troponin I (accutni) result of 0 ng/ml, within the normal reference interval, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient's sample recovered a "very positive" result. The customer did not recall the exact positive value, but it correlated with the patient's clinical presentation. The negative result was released out of the laboratory. The customer verified system performance by completing precision test and retesting all patient results back to the previous acceptable quality control (qc). No other false results were identified. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer stated a recent system preventive maintenance (pm) had been performed. In conclusion, the cause of this event is unknown and could not be determined.